Event description:
The customer reported that the device failed to power up or charge as expected.

Manufacturer narrative:
(B)(4). The customer was informed that this device has been out of support since (B)(4) 2006 and parts are no longer available. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.